Event description:
Unable to deflate foley catheter balloon. Urologist had to take pt to or to do a cystoscopy and puncture balloon to remove catheter. There was no significant injury to urethra, the prostatic fossa or the bladder itself. The pt awoke from anesthesia and was taken to recovery in satisfactory condition.